Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-53154. (B)(4).

Event description:
The nurse reported via phone call that the customer was hospitalized twice due to diabetic ketoacidosis. The customer's blood glucose was 1243 mg/dl during the first hospitalization on (B)(6) 2015. The customer complained of nausea and upset stomach. The customer was admitted and treated with insulin, dextrose and potassium. Nurse stated that the customer was wearing the insulin pump at the time of the hospitalization. The customer was discharged with blood glucose of 200 mg/dl and returned 10 hours later with blood glucose of over 800 mg/dl. Caller was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime with the current set. A bent infusion set cannula was found. Customer reported that the bolus history displayed all entries based on his recollection. The insulin pump alarmed no delivery during the high pressure test. Customer was advised to change the entire infusion set, reservoir and insulin and treat per doctor's instructions.